Event description:
The costumer reported, that the intended procedure was diagnostic.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over ten (10) years, since the subject device was manufactured. The device was not returned to olympus for inspection. And therefore, the customer reportable malfunction could not be reproduced. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the malfunction would likely, be related to the influence caused by the improper connection of the serial digital interface cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. In speaking with olympus technical assistance center (tac), the required cabling was reviewed with the customer. The customer had a df cable from the df port of the interface converter connected to the pc. The sdi out 1 port was not connected to anything. Sdi out 2 port was connected to the wall port labelled olympus. Cabling was verified and the usb cable was moved to another port on the pc. The provation monitor was connected to the sdi out 1 port and there was an image on the monitor. An image was released and an e402 df not connector error was displayed. Settings were reviewed with the customer and the digital file type was set. The video system and monitor were restarted, but an e402 error was displayed again when an image was released. The usb was moved back to the original port and the error was not displayed. The issue was resolved. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the video system center displayed no image on the provation monitor. An image was displayed on an olympus monitor. There was no reported patient harm or impact due to this event.